Event description:
Patient self tester reports having discrepant results compared to lab. Date: unknown; inratio2: 1.1; lab: 1.9 (lab results within an hour). Date: unknown; inratio2: 0.9; lab: 2.1 (lab results within an hour).

Manufacturer narrative:
Investigation pending.